Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 18-feb-2025. The patient reported that the pump was making electronic noises and stopped infusing. When using his backup pump, it would stop periodically after starting. Troubleshooting was unsuccessful. The pharmacy advised they were replacing the device. The patient was advised to go to the hospital if infusion was interrupted for 2 - 3 hours or if pah symptoms occurred. No symptoms were reported. It is unknown if the patient went to the hospital. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 19-mar-2025 (report number 3016798778-2025-00027). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0017505 (paired with pump utpm0022040) show that on the day prior to and the date of the complaint, the system generated cassette depleted alarms. Logs from remote utrm0017502 (paired with pump utpm0022043) show that on the day prior to and the date of the complaint, the system generated cassette problem, cassette depleted, and pump failure alarms. During investigation, a test delivery was initiated and cassette depleted alarms were reproduced in both systems. The pumps were disassembled, and fluid ingress was determined to be the cause of the alarms. The user reported "electronic noises" coming from one of their pumps during use. No abnormal sounds were observed during investigation for either system. The cause of these noises cannot be confirmed. The cause of the fluid ingress in both pumps could not be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.